Event description:
It was reported that a small volume infusor leaked into its housing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed clear droplets of fluid clinging on the inside wall of the housing. Fourier transform infrared spectroscopy revealed that the fluid was water. Simulated use testing was performed by filling the device with water and allowing the device to flow until completely empty. No evidence of a leak was found during simulated use testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.